Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("left pelvic pain") and back pain ("lumbar pain left") in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included arterial hypertension, sleep apnea and gastroduodenal ulcer. Patient had no concomitant gynecological disease. On (B)(6)2009, the patient had essure inserted. On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and arthralgia ("arthralgia"), 8 years 10 months after insertion of essure. The patient was treated with surgery (left essure removed by salp). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, back pain and arthralgia outcome was unknown. The reporter considered arthralgia, back pain and pelvic pain to be related to essure. The reporter commented: date of event onset was reported as same as date of removal intervention. The main reason for removal was the adverse events arthralgia, pelvic pain and lumbar pain. The defective sample was not kept by the hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2019: report from the healthcare professional with the essure device removal questionnaire ¿ patient¿s demographic data; medical history (arterial hypertension, sleep apnea and gastroduodenal ulcer); concomitant gynecological disease (none); main reason for removal (adverse events arthralgia, pelvic pain and lumbar pain); previous reported event update (from joint complaints to arthralgia); and reporter¿s assessment of relationship between the events and the device (healthcare professional considered that essure caused or contributed to the occurrence of the event(s)). Regulatory authority (afssaps) reference number (B)(4) was also provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("left pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain left") and musculoskeletal discomfort ("joint complaints"), 8 years 10 months after insertion of essure. The patient was treated with surgery (left essure removed by (B)(6)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and musculoskeletal discomfort outcome was unknown. The reporter provided no causality assessment for back pain, musculoskeletal discomfort and pelvic pain with essure. The reporter commented: date of event onset was reported as same as date of removal intervention. The defective sample was not kept by the hospital. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.